Manufacturer narrative:
Due to character limit: e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine test, cardiosave intra-aortic balloon pump (iabp) had automatic inflation failure alarm. There were no patients involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b3, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer decided not to continue repairs and does not require repair services. Should repairs be done in the future the information will be updated.